Manufacturer narrative:
The sample device was returned to argon medical from sterilization on 1/17/2020. Investigation is in progress. Follow-up report will be provided by 2/14/2020.

Manufacturer narrative:
Sample device from complainant was received by argon medical and sent out for sterilization on 1/2/2020. The device has not yet been returned. An evaluation of the device will be conducted once it has been received back from sterilization. A follow-up report will be provided by 1/24/2020.

Event description:
Three PICC lines with the same lot number were placed on monday december 9th in the afternoon and 2 of those piccs cracked at the hub. No harm has actually come to the patients as a direct result of these incidences except that all patients required piv insertions and will require another PICC insertion.

Manufacturer narrative:
The sample device evaluation found that the hub leaked through a crack, confirming the customer''s complaint. Based on the examination, it is likely that the cause of the crack is excessive tensile force being applied to the hub, possibly during use. Since there is not enough evidence to suggest that the device issue was a result of a design or manufacturing defect, a corrective action will not be taken at this time.